Event description:
The customer reported via phone call that he experienced high blood glucose of 405 mg/dl. The customer changed the infusion set and noticed that insulin was not coming out from the needle but it did exit at the quick release. During troubleshoot; it was stated the drive support cap is recessed. No insulin leaks were found. Customer declined to check the settings. The high pressure test was not performed as the customer did not have the tubing clamp. Customer treated with the insulin pump and blood glucose level was decreasing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.